Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed on the bottom case and that both front corners of the top case were chipped. The investigation found that the pump would not power up with multiple attempts. The investigation determined that the plunger cable not operating as intended was the cause of the reported issue. It was noted that the issue was due to normal wear as the pump was about ten (10) years old. Based on evidence and investigation, the complaint allegation was confirmed. The plunger cable was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
Information was received indicating that during testing the pump "sometimes turns on and if you touch the plunger knob it shuts off by itself." No adverse patient effects were reported.